Event description:
Non-healthcare professional reported "recall was mentioned. After learning about the recall, the patient had a panic attack and anxiety". "The patient also presents asia syndrome associated with the breast implant". "It was informed that the patient presented pain after implant". The device is still implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of autoimmune/connective tissue is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: autoimmune/connective tissue.